Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was successfully completed with another device, and there was no pt or user injury reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a loose set screw in the driveshaft, which was replaced along with the nose cone, burshield, bearing stop, and bearings. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.